Event description:
During a routine pm, the battery run time lasted <2 minutes before the "battery on low" alarm occurred. The batteries were replaced and the console performed to specifications. No pt was involved.